Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that my not be factually correct.

Event description:
The patient underwent a pedicular fixation surgery. During the procedure a guide wire came out of the vertebral body while placing a pedicle screw. The surgeon re-positioned the guide wire and finished placing the pedicle screw as intended. Upon guide wire removal a 14-15mm fragment fractured and was retained within the vertebral body. No patient consequence has been reported.